Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind and motor position encoder error alarm confirmed in alarm history due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level went up to 444 mg/dl. She treated her blood glucose level by changing out the infusion set and took a shot. The customer was unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.